Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the suspect medical devices were unknown mentor saline implants and that they have been discarded after explantation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 26, 2021, mentor received additional information indicating that the patient actually experienced bilateral breast capsular contractures (baker grade IV). On june 2, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. The complication on the right breast/implant will be reported under mrn: 1645337-2021-06829. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with an unknown mentor implant on an unspecified breast, suffered capsular contracture (baker grade unknown), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown, so the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.